Event description:
Pt reported early post-operative squeaking, which stopped after a short time. The pt's hip began to squeak again the day of the incident; she sat down and had pain and instability. Ceramic liner had fractured resulting in revision.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.